Manufacturer narrative:
Concomitant medical products: product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the ins (s/n (B)(4)) found no significant anomaly. The ins battery was found to have reduced capacity due to overdischarge.

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) ¿used to work great¿, but now was no longer working. It was further clarified they were unable to charge the ins and that the stimulation was not working after the patient¿s accident. The device system was unable to interrogate the ins as the patient was on their way to the replacement surgery. The ins system was explanted and replaced with another manufacturer¿s unit. There were no patient injuries, symptoms, or complications reported in the event and their outcome was reported as recovered without sequelae. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.